Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient returned to the hospital with a broken implanted plate.

Event description:
It was reported that the patient returned to the hospital with a broken implanted plate, resulting in a revision surgery to remove the implants.

Manufacturer narrative:
Additional information: b5, h4, h6. Correction: b2. The reported event could not be confirmed, because neither the products nor any further information could be provided. A review of all relevant manufacturing and inspection records for the reported screws and plate found no issues, and the lots were properly manufactured and accepted into final stock. According to the risk file, such events may result from user-related factors or surgical conditions, including incorrect implant selection, improper assembly or insertion, and patient-specific limitations. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.